Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient did not remove needle guard and inserted it into their site along with introducer needle on (B)(6) 2024. No further information was available.